Event description:
It was reported that the patient presented for a remote follow up via merlin.net with over-sensed noised exhibited by the lead. No interventions were reported. There were no patient consequences.